Event description:
The reported issue was a line-blocked alarm with the cleo 90 infusion set. Tps assisted with troubleshooting, and the cleo 90 infusion site and tubing appeared normal. A fingerstick bg of 401 mg/dl was confirmed, and symptoms were beginning to be felt. The tubing was reconnected, and no additional alarms occurred. The infusion sets were primarily placed on the sides of the abdomen; the abdomen and outer thigh were discussed as alternative placement sites. No blood or kinks were observed at the site despite the line-blocked alarm. Bg accuracy was confirmed with a fingerstick, and therapy settings were not changed during the ER stay. The device operator was the lay user/patient, and the event occurred during patient use. No patient harm or injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.